Event description:
It was reported the patient developed an allergic reaction since implant. The patient developed a rash on her arms and part of her trunk. The patient was seen by the dermatologist. The allergy testing specific to these products was inconclusive. Turning on the system was uncomfortable for the patient; the patient could no longer tolerate stimulation. The devices were explanted. Refer to manufacturer report #3004209178-2008-04561.

Manufacturer narrative:
The neurostimulators and leads were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.